Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, the sensor reportedly failed, and the patient experienced diabetic ketoacidosis (DKA). The interval between the reported sensor failure and the onset of the medical event was approximately 2 to 3 hours. At approximately 4:00 PM, the parent transported the patient to the hospital, where the patient was immediately admitted to the emergency department. A blood glucose (BG) measurement was obtained by hospital staff; however, the glucose value exceeded the meter's reportable range and no exact value was provided. The parent reported that the BG level was greater than 600 mg/dL. The patient was treated with intravenous (IV) insulin. After approximately 10 hours of treatment, the patient's BG level reportedly decreased to 200 mg/dL. At the time of the report, the patient remained hospitalized for monitoring and recovery, with hospitalization exceeding 24 hours. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).H6: Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of hyperglycemia and Diabetic Ketoacidosis.